Event description:
The advocate stated the customer rec'd a blood glucose reading of 148 mg/dl from one contour meter and a reading of more than 200 mg/dl from another contour meter. If the reading on the meter that read higher was 286 mg/dl or higher, the difference between the readings would fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The advocate did not have time to troubleshoot. No product will be returned.